Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 403 mg/dl at the time of the incident. Customer reported no delivery alarm. Customer stated that insulin exited the tubing during priming. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.